Event description:
Per oos, system was removed due to infection and is currently at the hosp. A request for the device be returned will be sent. Also removed: linox sd 65/16, MDR 1028232-2007-00351; setrox s 53, MDR 1028232-2007-00352.